Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 6 (cat6) was bent upon removal from the packaging. The bent cat6 was found prior to use and was not used for the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
Results: the cat6 was kinked approximately 30.0 cm from hub. The cat6 was ovalized from approximately 7.0 to 8.0 cm, and approximately 87.0 cm, and 122.0 cm from the hub. The cat6 was ovalized approximately 1.5 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the cat6 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging or use. If the device is forcefully manipulated at extreme angles during removal from the packaging tube, it is likely that damage such as this may occur. Further evaluation revealed that the cat6 was ovalized in multiple locations. If the catheter is pinched or forcibly gripped during handling, this type of damage may occur. Penumbra catheters are 100% visually inspection for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.